Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is being sent to correct information submitted in follow-up #1. The alert date should have read (B)(6) 2017.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that the patient¿s one touch ultra 2 meter read inaccurately high in comparison to his feelings and/or normal readings and inaccurately high in comparison to another meter (ultramini). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that they first noticed the meter inaccuracies on the morning of (B)(6) 2017. The reporter alleged that the patient obtained an inaccurately high blood glucose reading of ¿396 mg/dl¿ on the subject meter, compared to ¿300 mg/dl¿ on the other meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The reporter also reported that the patient obtained alleged inaccurate high blood glucose results of ¿396 mg/dl¿ with the subject meter, compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter confirmed that the patient manages his diabetes using insulin, 7 units of lantus once a day in the evening and humalog on a sliding scale based on his readings and carbohydrate intake, and continued with his usual diabetes management regimen. The reporter alleged that on (B)(6) 2017, the patient developed symptoms of ¿shakiness¿, in response to the alleged symptoms the patient called the doctor on (B)(6) 2017, and was advised to base his sliding scale insulin on the ultramini meter, no other medical treatment was reported. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event that may have started after the alleged product issue began.